Event description:
It was reported that there was a volume discrepancy. The actual residual volume was greater than the expected residual volume. Specific values for volumes were not provided. The patient experienced withdrawal, as well as overmedication symptoms around refill times. There was a dye and rotor study performed with no evidence of a problem. The drugs used in the pump at the time of the event were dilaudid and bupivacaine.

Manufacturer narrative:
(B)(4).